Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left breast implant saline mentor smooth round high profile 420cc, serial number (B)(4), catalog number 3503380. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor smooth round high profile 420cc saline breast implants which the right side deflated after implantation. The issue was confirmed by physical examination. As a result, the device explanted on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt on 04/09/2018 by mentor, the device was received without fluid. No foreign material was observed within the device. Product evaluation team observed rent measuring 1.0 cm on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. On 4/9/2018, additional information indicated that the patient underwent bilateral removal and replacement as follow: left catalog number 3504004bc, lot number 7553818, serial number (B)(4). Right catalog number 3504504bc, lot number 7549342, serial number (B)(4). On 4/22/2018, additional preoperative report indicated that the left implant was imposition. On 04/18/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).